Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly calcified proximal to mid circumflex artery. A 2.50mm x 12mm promus premier stent was advanced but was unable to cross the lesion. The device was removed and it was noticed that one of the stent struts was raised off the delivery system balloon. The procedure was completed with a different device. No patient complications were reported and patient's status is stable and in a great condition.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).